Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 15 of the patient's mouth. Primary stability not achieved, sinus augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.